Event description:
The patient reported that the pump was unresponsive.

Manufacturer narrative:
The pump has not been returned for animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specs at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump blackbox history showed only data for dates (B)(6) 2011 through (B)(6) 2011; the pump history for 2008 has been overwritten due to continued patient use. During investigation, the pump performed within specifications. The pump delivered the programmed basal rates for 24 hrs without interruptions. Unrelated to the complaint, the display screen was found to be miscolored.